Event description:
Information from ae regulatory system: when preparing insulin, it was found that the cannula of the disposable sterile insulin syringe was broken. Ae report no. 1335116212024000285. Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. No supplementary information. Sample availability: no sample availability details: no sample available

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.